Manufacturer narrative:
Patient height was reported as (B)(6). Bmi: 22.1. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a femoral nail implanted on (B)(6) 2007. On (B)(6) 2017 patient underwent revision surgery due to hypertrophic nonunion. During the revision surgery, one (1) nail and four (4) locking bolt screws were removed. Patient was revised with a larger femoral nail. There was no delay in surgery and procedure was completed successfully. This report is for one (1) 4.9 mm ti locking bolt 42 mm. This is report 3 of 5 for com-(B)(4).